Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device history lot: part: 03.010.523, lot: l731157, manufacturing site: bettlach, release to warehouse date: mar. 23, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the screw-in portion of the strike plate of the driving cap broke off inside the insertion handle while malleting. It was unknown if the procedure was completed successfully. There was a surgical delay of two (2) minutes. The patient was not affected. Concomitant device reported: unknown mallet (part# unknown, lot# unknown, quantity 1) this complaint involves two (2) devices. This report is for (1) driving cap/threaded. This report is 1 of 1 for (B)(4).